Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with scratched case. Unit passed displacement test and self test. Unit received with unexpected battery power loss and had high sleep and active currents, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarm with replace battery or replace battery now. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.